Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed, that the remote control button failure. Based on the result, we concluded that it was caused, due to an excessive force applied on the remote control button. In addition, we confirmed, that the cfb scratches. However, it is not related to the alleged complaint. Based on the technical report, it was evaluated to submit MDR.

Event description:
There is a symptom that remote button no. 3 does not work even though there is no trauma, and the facility is requesting investigation of the cause. Since it occurred before use, there is no health hazard to patients and medical staff.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.